Event description:
It was reported that a novum iq large volume pump experienced and underinfusion issue described as ¿low flow/low volume¿. This issue occurred unspecified process step and it was unknown if a patient was connected for therapy at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.